Event description:
It was reported that the device may have had premature battery depletion. The ICD was explanted and replaced. No patient complications were reported as a result of this issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected source type code. Corrected initial reporter. Corrected operator code. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.